Event description:
It was reported that the customer's blood glucose levels were rising in the 200-300 mg/dl range and the customer's insulin pump went into threshold suspend and stopped delivering insulin. His blood glucose level at the time of the report was 215 mg/dl. Standard troubleshooting was offered and declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).